Event description:
Rep reported that the pt rec'd a valve. The pressure setting was programmed to 80. Pt was complaining of head aches therefore, the doctor tried to set the valve to 60. They used two different programmers and could not get the valve to reprogram. It was then decided that the valve would be explanted and replaced with a new one.

Manufacturer narrative:
The investigation did confirm the problem: the valve could not reprogram. The serial number of the valve was found, the lot number was cgmbj8 and the product code was found to be 82-3162. The valve was on position 70mmh2o when returned. The valve was tested for programming per. The valve failed to reprogram. Therefore, the valve was irrigated with purified water, a slight amount of dark biological debris was flushed out. Then the valve was retested for programming: the valve succeeded to reprogram. The valve was examined under microscope at appropriate magnification and it was dismantled. Biological debris was noted in the programming control mechanism. The debris noted on the base plate and on the lower side of the cam interfered with the ability of the valve to reprogram. It was the apparent root cause of the programming test failure. No other potential causes for the programming problem were noted. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released in november 2006. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.